Event description:
Patient reported receiving a shock after going through a theft detector. Pt reported a headache and numbness on right side afterwards. Pt also reported having had a brain aneurysm on the same side. Hcp did not confirm event. No report of device explantation. A follow-up report will be sent if additional information is received.